Event description:
It was reported that a multi rate large volume infusor bladder burst during patient use. The infusor was filled manually using a syringe with an unknown drug. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.